Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. The device passed 207 hours of extended bench testing at the customer's settings. The device passed all testing and met all vyaire manufacturer specifications. A review of event trace reveals one "ln vent1" alarm condition. Event trace review cannot determine the root cause of the "ln vent1" alarm condition.

Event description:
It was reported to vyaire that the lap top ventilator 1200 shut down without any alarms while connected to a patient. The patient was switched to a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.